Event description:
Caller states during a correlation study the following coaguchek s / coaguchek xs results were obtained: patient 1 - 2.1 inr/2.9 inr, patient 2 - 2.1 inr/2.9 inr, patient 3 - 2.0 inr/2.5 inr, patient 4 - 2.1 inr/2.9 inr, patient 5 - 1.5 inr/2.0 inr, patient 6 - 2.9 inr/4.0 inr, patient 7 - 2.3 inr/3.3 inr, patient 8 - 1.7 inr/2.5 inr, patient 9 - 1.7 inr/2.6 inr, patient 10 - 2.0 inr/2.5 inr, patient 11 - 1.8 inr/2.5 inr, patient 12 - 1.2 inr/1.7 inr, patient 13 - 2.0 inr/2.7 inr, patient 14 - 2.9 inr/4.0 inr, patient 15 - 1.9 inr/2.4 inr, patient 16 - 2.8 inr/3.9 inr, patient 17 - 2.0 inr/2.6 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system. No patient information provided for additional patients.